Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer replaced the cartridge, and the pump resumed normal operation.